Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains/ pain") and genital haemorrhage ("irregular bleeding, increasingly intense bleeding as a result of the coils remaining in her body after hysterectomy/bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pain reliever. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ abnormal bleeding (menorrhagia);"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy ((B)(6)2010)). Essure was removed on (B)(6)-2014. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-dec-2018: plaintiff fact sheet received. Other relevant history updated. Outcome of event severe pelvic pains/ pain and dysmenorrhea (cramping) was changed to recovering/resolving and outcome of event irregular bleeding, increasingly intense bleeding as a result of the coils remaining in her body after hysterectomy/bleeding was changed to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: additional lawyer reporter, event terms amended. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Plaintiff underwent a hysterectomy however she believes that coils were not removed, as she has been experiencing pelvic pains and irregular bleeding (seen as genital haemorrhage). Both events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between pelvic pain and menorrhagia and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains/ pain") and genital haemorrhage ("irregular bleeding, increasingly intense bleeding as a result of the coils remaining in her body after hysterectomy") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/ abnormal bleeding (menorrhagia);"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had not resolved, the vaginal haemorrhage had resolved, the dysmenorrhoea outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion quality-safety evaluation of ptc: ptc global number 2016-053354. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received- new event abnormal bleeding (vaginal), dysmenorrhea (cramping), lower abdominal pain were added. New reporter, patient information, lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 19-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2009 for permanent birth control. Upon information and belief; after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. In (B)(6) 2014, she underwent a hysterectomy as a definitive solution to the problems that she had been experiencing. Upon information and belief, the procedure did not remove the coils, as medical staff did not associate the coils to the symptoms. As a result of the coils remaining in her body, she continues to experience pelvic pains and irregular bleeding. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. Plaintiff underwent a hysterectomy however she believes that coils were not removed, as she has been experiencing pelvic pains and irregular bleeding (seen as genital haemorrhage). Both events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between pelvic pain and menorrhagia and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.